Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cylinders were microscopically examined and both had a wear at fold in the proximal end, middle, and distal end of the cylinder. Both cylinders passed the leakage testing. The pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage testing. The pump did not pass the activation testing. This investigation was assigned a most probable conclusion code of cause traced to component failure.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected. It was noted that the pump filled the cylinders, but it deflated with great difficulty. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected. It was noted that the pump filled the cylinders, but it deflated with great difficulty. The ipp was explanted and replaced. There were no patient complications reported.